Event description:
Accidental ingestion of a tube of fixodent [accidental exposure]. Wrong route of administration (fixodent - accidental ingestion) [incorrect route of drug administration]. No adverse events were reported [no adverse event]. Case description: a nurse at the (B)(6) reported that a male consumer of age (B)(6) accidentally ingested an unspecified quantity of fixodent cream, version unknown on unspecified date(s). The consumer underwent aspiration of the digestive tract and remained in the hospital for observation. No adverse events were reported. Medical history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: no symptoms were reported. No further information was provided. On (B)(6) 2010, the initial reporter was recontacted. She stated that on (B)(6) 2010 a male consumer of (B)(6), accidentally ingested an unknown quantity of an unspecified brand of denture adhesive. The consumer underwent aspiration of the digestive tract and was put under medical surveillance. He remained in the hospital, but was not in any danger and would be released shortly. The reporter stated that the consumer suffered from dementia which might explain is misuse of the product involved. She confirmed that she was unable to name the specific brand of denture adhesive ingested by the consumer. Medical history: dementia. Concomitant medication: no information was provided. The outcome of the case was: no symptoms were reported. No further information was provided. On (B)(6) 2010, a completed drug experience form was received from a doctor in the (B)(6) (same hospital and department as the initial reporter). He confirmed that the male consumer ((B)(6)) cut open and ingested the totality of a tube of fixodent adhesive cream, version unknown. He was hospitalized on (B)(6) 2010 and was aspirated with difficulty using a catheter and a fibroscope. The severity of the event was assessed as "severe" by the reporter. Medical history: dementia and parkinson's disease. Concomitant medication: no information was provided. The outcome of the case was: no symptoms were reported. No further information was provided. On (B)(6) 2010, the doctor was re-contacted by p&g to resolve discrepancies between the reports received from the doctor and the initial reporter (nurse). The doctor again confirmed that the product was fixodent adhesive cream, version unknown. He stated that although he had not seen the product, it was reported to him to be fixodent by members of the consumer's family. Medical history: dementia and parkinson's disease. Concomitant medication: no information was provided. The outcome of the case was: no symptoms were reported. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.